Event description:
While removing the maximum introducer from the patient, resistance was felt. The introducer elongated and broke while being pulled out and a piece of the tip allegedly remained within the patient. The patient was discharged. Patient's weight was not provided.

Manufacturer narrative:
The reported event of a fracture and withdrawal issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The maximum introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The maximum introducer sheath instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations.